Manufacturer narrative:
Although requested, the device associated with this complaint has not been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
During troubleshooting of a device with a customer, it was observed that the AED was reporting "connect pads" even though pads were connected. If the AED is not able to detect pads, the AED would not be able to provide therapy. This did not occur during patient use.

Event description:
In addition to the initial complaint, the customer also reported that the unit did not turn on during a rescue and stated that the battery that was in the unit at the time of the rescue was expired.

Manufacturer narrative:
The log files from the AED show that the failure of the AED to power on for the reported rescue attempt was related to the customer's failure to properly maintain the device. Pad detection issues were present with the device during its initial in-service date of 9/15/21 and continued through the alleged event date (which was not specified). The AED attempted to alert the customer/user who had not addressed the AED condition for 2 years which includes the battery which they reported was expired. Additionally, the cause for the AED reporting pads missing while pads were connected was determined to be cold solder on hall sensor. Analysis of the returned device showed the AED was flashing red and chirping due to "no pads warnings". The AED was tested, and it passed qed shock testing, delivering 149.6 joules for a shockable rhythm and not advising a shock when reading a non-shockable rhythm. When the AED was powered off, it repeated "connect pads" confirming that despite the AED inability to detect pads being connected, the AED was operatically ready, having successfully analyzed the qed waveforms and shocked the vfib waveform while accurately not shocking the non-shockable waveform.